Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. The sample was received for analysis and investigation. The sample consisted of 2 adapters, arterial and venous. The adapters showed signs of use (remains of blood). A visual evaluation was performed and it was found that the adapters have part of the extension tube attached and the blue adapter has a crack on the thread pitch area. The adapters presented marks that indicated the use of an instrument. An ishikawa diagram was used to determine the potential causes for this event. Based on the available information, it can be concluded that product was manufactured according to specifications and it functioned as intended for an undetermined amount of time. Manufacturing performs 100% inspection for cracked adapters per procedure. The instructions for use (IFU) state that the customer should perform an inspection before using the device. The IFU states ¿do not use the catheter if it is damaged or appears defective¿ and continues, ¿over tightening catheter connections can crack some adapters¿. Based on the event description the catheter was being used. This implies that the catheter functioned as intended for an undetermined amount of time and the reported condition was not identified prior to use. For this reason the adapter was more likely damaged during use and the most possible root cause can be considered as the instructions for use were not followed, most likely catheter over tightening. No trends or triggers have been found. Therefore, a corrective and preventive action (CAPA) is not deemed necessary at this time. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states a crack was observed in the blue luer connector.

Manufacturer narrative:
Submit date: 2017/june/01. An investigation is currently underway; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer states a crack was observed in the blue luer connector.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.